Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate mode switching and low lead impedances. An insulation anomaly was suspected. The lead remained implanted and the patient would be monitored.